Event description:
During a case, the airway pressure was observed to rise and continued to rise. The rising pressure condition was observed to be present in automatic and manual ventilation modes. An anesthesia technician was unware if this was the first case of the day. The anesthesia technician reported that the user was able to continue to use the device and manually ventilated the pt to complete the case. No pt injury.

Manufacturer narrative:
H.3 a dragerservice representative performed an evaluation of the machine. Functional testing found the reported symptom was reproducible. Visual examination found that the breathing system support arm had slid down the support rail onto the apl bypass, peep/pmax and breathing pressure support hoses. Upon properly positioning and securing the arm, the machine functioned normally. A pre-use checkout of the machine as described in the operator's manual would have identified the condition prior to use. In the event the condition occurred during use, the anesthesia machine would post alarms and visual messages to the user. On other similar reports have been filed. Considered a random and isolated occurrences.